Manufacturer narrative:
Qc was within customer's established range. Service was not dispatched . Bci will continue to monitor account. A clear root cause can not be determined for this event. Although two patients expired, their death was not as the result of glucose. Diagnosis and cause of death unknown. Unable to obtain cause of death due to hippa regulation.

Event description:
A customer contacted beckman coulter inc (bci) in regards to two patients' low yielded glucose (glum) serum generated by unicel dxc 800 pro clinical system, which did not correlate with the glucometer point of care (poc). The samples were diluted and repeated and obtained the same low results. The physician accepted the glucometer (poc) results. The results were not reported out of the laboratory.